Manufacturer narrative:
Follow up information received on 21/05/2024 from qa department: this complaint complies with the requirements stated in investigation procedure wi-000098885 processing consumer complaints, effective 02-jan-2024 and it is recommended for approval. A 36-month trend analysis has been conducted. The trend analysis returned a total of 39 complaints for nsw 8 hour products during the period 04-18-2021 to 04-18-2024 for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The ppm for this complaint is 0.95 ppm; which is within the control limit for this subclass and product type. There is not a trend identified for the subclass of adverse event safety. Request for investigation for thermacare nsw 8hr products. Considering the current information available for this complaint it is not possible to determine a root cause. However, there are pre-identified risk factors that could cause a burn listed in the hazard analysis -rpt-000097160. There are mitigations in place to prevent these situations such as in-process testing, thermal testing and visual inspections to ensure the quality and safety of the product. There are also multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.= all materials used in the production of this batch were inspected and released by quality control before being released for use. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks. The product quality for the batch is not impacted by this complaint. A formal risk review was performed as the reporter stated that the incident was potentially related to the device itself and not entirely excluded mainly due to the temporal connection. The review included thermacare risk documentation such as the hazard analysis as well as all supporting documentation including pictures provided by the reporter. The labeling includes explicit warnings for persons over the age of 55 to wear over a layer of clothing, which this patient did not. Additionally, there was mention by the patient that creams were also used. It is unclear if the creams were used in combination with the wrap, however, if that was the case, there are also warnings on the labeling not to use the device "with topical preparations". Based on the analysis, no device defect or new hazard was identified. Impact analysis: there are pre-identified risk factors that could cause burns listed in the hazard analysis rpt-000097160. During the investigation of this complaint rpt-000097160 was reviewed and no further risk was identified. Since this complaint is not justified and there is no identified defect, there is no change needed to the risk documentation as a result of this investigation. The case was re-assessed following information of follow up concerning the events experienced by the patient. Based on the information received by the health professional, the events intentional device misuse and lichen planus were added. Intentional device misuse was coded since patient of 86-years-old applied directly on the skin the wrap, whereas patients of 55-years-old or older should wear thermacare over a layer of clothing or cloth, as described in the IFU of thermacare heat wraps. Nevertheless, although there is a plausible temporal correlation, the burns appeared in an area other than the device application site. The report of the plastic surgery visit mentions that the patient presented 3 hyperkeratotic areas on the scalp in the left occipital-parietal region, which resulted from a sort of large and exudative burn that occurred after applying thermacare wraps to the cervical-nuchal area 5 months before and which appears to be a permanent desquamative lichen metaplastic lesion based on its clinical characteristics. The etiology of lichen planus is not entirely understood. Yet, immune-mediated mechanisms have been recognized since environmental factors such as hepatitis virus infection, mechanical trauma, psychological stress, or microbiome changes can trigger the disease in genetically susceptible individuals. Some literature data explains how heat could be an aggravating factor for symptoms related to lichen planus. Similarly, there are also studies that show that patients with systemic lupus erythematosus are more likely to develop skin rashes when the temperature increases. On the other hand, exposure to high temperatures can induce the inflammatory process. Moreover, other factor to consider is the age of the patient; indeed, elderly patients are proven to have a thinner stratum corneum and thus are more susceptible to topical drugs or injury from heat or cold. Moreover, skin thinning is a progressive phenomenon influenced by many instrinsic and extrinsic factors and thus subjected to interindividual variability. Therefore, considering that we do not have clinical evidence on the use of thermacare or other products that exploit the action of thermotherapy in this type of patients, that lichen planus does not always have known causes, that we have limited knowledge of the case (e.g., it would have been useful to know if the patient tested positive for the antibodies of the aforementioned pathology and if he had similar episodes in the past), we cannot exclude the correlation, although we consider it unlikely that heat could be the triggering cause. The pi of thermacare neck shoulder wrist mentions that burns second degree could be an adverse event of this medical device, whereas it does not mention intentional device misuse and lichen planus. Positive dechallenge could not be confirmed since other treatment could cause the event recovery and rechallenge was not applicable. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare neck shoulder wrist and the reported adverse events was considered as unlikely, for intentional device misuse it was considered not assessable. Batch ga0238 is the only batch within the scope of this investigation. Thermacare batches are produced as individuals batches. The device history record, manufacturing electronic system records, retain samples, thermal results, raw materials and trending were evaluated. No quality issues were identified during the production of the batch. No retain evaluation is required for this complaint, as no defect was reported. The complaint was evaluated to identify a potential trend for the batch and subclass. The evaluation of the batch history shows this is the first complaint for the subclass adverse event safety request for investigation. There is not a trend identified. The batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in processing inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures. The most probable root cause cannot be identified.

Event description:
On 21-may-2024 (B)(6) provided bridges consumer healthcare the following report. (B)(6) received the information on 18-apr-2024. On 23-may-2024, (B)(6) received additional information. The report verbatim is as follows: this serious spontaneous case, manufacturer control number (B)(4) is an initial report from italy received on 17/apr/2024 from a consumer through angelini italy (5108571). This case report concerns a patient (age: unknown, sex: unknown), who applied thermacare neck shoulder wrist (batch number: ga0238; expiry date: unknown) for "wryneck" concomitant medication(s): mercury chromium to treat ae. Medical history: unknown on (B)(6) 2023 after thermacare neck shoulder wrist initiation, the patient experienced burn second degree. On (B)(6) 2023, a fairly serious stiff neck appeared. Various creams were applied without any results. Massages were performed on (B)(6), where there was temporary relief when the area was heated, but then the problem returned. On (B)(6), the first thermacare patch was applied with improvement. The patches were continued to be used on (B)(6). However, an eruption occurred between (B)(6), which was the first thing that dr, who was scheduled to look at the stiff neck, had to address. The central and left occipital region was seriously burned, with significant exudative losses that were blocked within two days. On (B)(6), therapy with mercuric chrome began and was followed by other treatments until the end of (B)(6) 2024 when good stabilization was achieved. Treatment continued until (B)(6), when it was found that almost all of the scalp had reformed. During the healing process, three points in the central occipital area were still present. The strange thing is that the neck area where the thermacare patch was applied was not burned. Various doctors consulted agreed that they had never seen such effects before. Outcome: burn second degree : unknown the action taken in response to the events for thermacare neck shoulder wrist was unknown. Angelini medical assessment: the pi of thermacare neck shoulder wrist mentions that burns second degree could be an adverse event of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse event-medical device is plausible. Based on the information provided, the causal relationship between thermacare neck shoulder wrist and the reported adverse event was considered as possible. The overall assessment for this case is serious/labeled/possible follow up information received on 09/05/2024 and ir on 21/05/2024 from qa department. All the information were merged. Complaint number: (B)(4) the patient states that he used thermacare products without medical recommendation and that his skin was not damaged before wearing the patches. The patient wore the patch for 8 hours in direct contact with the skin (did not use the product during the night or while bathing. On (B)(6) 2024, a visit was made to a specialist in plastic and reconstructive surgery, the diagnosis was desquamative lichen metaplasia in the left occipital parietal region. The patient is not diabetic. Medical history: bph, hypercholesterolemia, and bilateral glaucoma and scad. Moreover, the reporter specified that, having submitted the case to the nca as an incident, there is an implicit correlation with the use of the thermacare device. The reporter confirmed that, compared to the various medical visits carried out by the consumer and despite the final diagnosis of desquamative lichen metaplasia in an area other than the device application site, the incident was defined as potentially related to the device itself and not entirely excluded mainly due to the temporal connection. Surgical visit report: the patient presents for evaluation of 3 hyperkeratotic areas on the scalp in the right occipital-parietal region, which resulted from a sort of large and exudative "chemical burn" that occurred after applying a thermacare band to the cervical nuchal area 5 months ago. The 3 hyperkeratotic lesions are evident, the largest of which is approximately 6 cm in size near the vertex, and the smallest of which is 3 cm (painful) near the left mastoid, which appears to be a permanent desquamative lichen metaplastic lesion based on its clinical characteristics. Ir received on 21/05/2024 from qa department. Complaint number: (B)(4) this complaint complies with the requirements stated in investigation procedure wi-000098885 processing consumer complaints, effective 02-jan-2024 and it is recommended for approval. A 36-month trend analysis has been conducted. The trend analysis returned a total of 39 complaints for nsw 8 hour products during the period 04-18-2021 to 04-18-2024 for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The ppm for this complaint is 0.95 ppm: which is within the control limit for this subclass and product type. There is not a trend identified for the subclass of adverse event safety. Request for investigation for thermacare nsw 8hr products. Considering the current information available for this complaint it is not possible to determine a root cause. However, there are pre-identified risk factors that could cause a burn listed in the hazard analysis -rpt-000097160. There are mitigations in place to prevent these situations such as in-process testing, thermal testing and visual inspections to ensure the quality and safety of the product. There are also multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. All materials used in the production of this batch were inspected and released by quality control before being released for use. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks. The product quality for the batch is not impacted by this complaint. Angelini medical assessment: the case was re-assessed following information of follow up concerning the events experienced by the patient. Based on the information received by the health professional, the events intentional device misuse and lichen planus were added. Intentional device misuse was coded since patient of 86-years-old applied directly on the skin the wrap, whereas patients of 55-years-old or older should wear thermacare over a layer of clothing or cloth, as described in the IFU of thermacare heat wraps. Nevertheless, although there is a plausible temporal correlation, the burns appeared in an area otherthan the device application site. The report of the plastic surgery visit mentions that the patient presented 3 hyperkeratotic areas on the scalp in the left occipital-parietal region, which resulted from a sort of large and exudative burn that occurred after applying thermacare wraps to the cervical-nuchal area 5 months before and which appears to be a permanent desquamative lichen metaplastic lesion based on its clinical characteristics. The etiology of lichen planus is not entirely understood. Yet, immune-mediated mechanisms have been recognized since environmental factors such as hepatitis virus infection, mechanical trauma, psychological stress, or microbiome changes can trigger the disease in genetically susceptible individuals. Some literature data explains how heat could be an aggravating factor for symptoms related to lichen planus. Similarly, there are also studies that show that patients with systemic lupus erythematosus are more likely to develop skin rashes when the temperature increases. On the other hand, exposure to high temperatures can induce the inflammatory process. Moreover, other factor to consider is the age of the patient; indeed, elderly patients are proven to have a thinner stratum corneum and thus are more susceptible to topical drugs or injury from heat or cold. Moreover, skin thinning is a progressive phenomenon influenced by many intrinsic and extrinsic factors and thus subjected to interindividual variability. Therefore, considering that we do not have clinical evidence on the use of thermacare or other products that exploit the action of thermotherapy in this type of patients, that lichen planus does not always have known causes, that we have limited knowledge of the case (e.g., it would have been useful to know if the patient tested positive for the antibodies of the aforementioned pathology and if he had similar episodes in the past), we cannot exclude the correlation, although we consider it unlikely that heat could be the triggering cause. The pi of thermacare neck shoulder wrist mentions that burns second degree could be an adverse event of this medical device, whereas it does not mention intentional device misuse and lichen planus. Positive dechallenge could not be confirmed since other treatment could cause the event recovery and rechallenge was not applicable. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare neck shoulder wrist and the reported adverse events was considered as unlikely, for intentional device misuse it was considered not assessable. The overall assessment for this case is serious/unlabeled/unlikely.

Manufacturer narrative:
On 09-aug-2024, bridges consumer healthcare received additional information from angelini s.p.a. Who received the information on 01-aug-2024. The report verbatim is as follows: follow-up 3 information received from the consumer on (B)(6) 2024 through (B)(6), the case was associated with a new ticket number: (B)(4). The patient called to say that a new diagnosis had been made of the events that had developed in the left parietal occipital region: it was herpes zoster. A subsequent dermatological examination confirmed that the patient was suffering from herpes zoster neuralgia. The two doctors who examined the patient, (B)(6) 2023, did not make the correct diagnosis, so the events were not related to the thermacare product. A formal risk review was performed as the reporter stated that the incident was potentially related to the device itself and not entirely excluded mainly due to the temporal connection. The review included thermacare risk documentation such as the hazard analysis as well as all supporting documentation including pictures provided by the reporter. The labeling includes explicit warnings for persons over the age of 55 to wear over a layer of clothing, which this patient did not. Additionally, there was mention by the patient that creams were also used. It is unclear if the creams were used in combination with the wrap, however, if that was the case, there are also warnings on the labeling not to use the device "with topical preparations". Based on the analysis, no device defect or new hazard was identified. Impact analysis: there are pre-identified risk factors that could cause burns listed in the hazard analysis rpt-000097160. During the investigation of this complaint (B)(4) was reviewed and no further risk was identified. Since this complaint is not justified and there is no identified defect, there is no change needed to the risk documentation as a result of this investigation. The case was re-assessed following information of follow up concerning the events experienced by the patient. Based on the information received by the health professional, the events intentional device misuse and lichen planus were added. Intentional device misuse was coded since patient of 86-years-old applied directly on the skin the wrap, whereas patients of 55-years-old or older should wear thermacare over a layer of clothing or cloth, as described in the IFU of thermacare heat wraps. Nevertheless, although there is a plausible temporal correlation, the burns appeared in an area other than the device application site. The report of the plastic surgery visit mentions that the patient presented 3 hyperkeratotic areas on the scalp in the left occipital-parietal region, which resulted from a sort of large and exudative burn that occurred after applying thermacare wraps to the cervical-nuchal area 5 months before and which appears to be a permanent desquamative lichen metaplastic lesion based on its clinical characteristics. The etiology of lichen planus is not entirely understood. Yet, immune-mediated mechanisms have been recognized since environmental factors such as hepatitis virus infection, mechanical trauma, psychological stress, or microbiome changes can trigger the disease in genetically susceptible individuals. Some literature data explains how heat could be an aggravating factor for symptoms related to lichen planus. Similarly, there are also studies that show that patients with systemic lupus erythematosus are more likely to develop skin rashes when the temperature increases. On the other hand, exposure to high temperatures can induce the inflammatory process. Moreover, other factor to consider is the age of the patient; indeed, elderly patients are proven to have a thinner stratum corneum and thus are more susceptible to topical drugs or injury from heat or cold. Moreover, skin thinning is a progressive phenomenon influenced by many instrinsic and extrinsic factors and thus subjected to interindividual variability. Therefore, considering that we do not have clinical evidence on the use of thermacare or other products that exploit the action of thermotherapy in this type of patients, that lichen planus does not always have known causes, that we have limited knowledge of the case (e.g., it would have been useful to know if the patient tested positive for the antibodies of the aforementioned pathology and if he had similar episodes in the past), we cannot exclude the correlation, although we consider it unlikely that heat could be the triggering cause. The pi of thermacare neck shoulder wrist mentions that burns second degree could be an adverse event of this medical device, whereas it does not mention intentional device misuse and lichen planus. Positive dechallenge could not be confirmed since other treatment could cause the event recovery and rechallenge was not applicable. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare neck shoulder wrist and the reported adverse events was considered as unlikely, for intentional device misuse it was considered not assessable. Batch ga0238 is the only batch within the scope of this investigation. Thermacare batches are produced as individuals batches. The device history record, manufacturing electronic system records, retain samples, thermal results, raw materials and trending were evaluated. No quality issues were identified during the production of the batch. No retain evaluation is required for this complaint, as no defect was reported. The complaint was evaluated to identify a potential trend for the batch and subclass. The evaluation of the batch history shows this is the first complaint for the subclass adverse event safety request for investigation. There is not a trend identified. The batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in processing inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures. The most probable root cause cannot be identified. Angelini medical assessment: based on the new information provided and the final diagnosis of herpes zoster, the events burns second degree and lichen planus are not related to the medical device thermacare.